Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the cart of the sovereign machine due to the unit has reached its end of life and parts are not limited and not available. The cart has IV pole and pneumatic vitrectomy functions. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported during a cataract extraction procedure, the sovereign phacoemulsification unit displayed a 184 ¿irrigation valve error, a 193-24 volt power failure and possibly a 183-vent valve error on the last procedure of the day. The procedure was not completed. The clinic reported a secondary surgery would be scheduled to complete the procedure. The account has indicated no further information will be provided therefore there is no known impact or consequence to patient.

Manufacturer narrative:
Information in section f provided by the manufacturer. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information was received in regards to the sovereign cart replaced. The sovereign cart was returned for further evaluations. The evaluation found the pneumatic vitrectomy power supply was the reason for the failure located on the sovereign cart. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.